Event description:
Event description guidant received information that the magnet rate on this pacemaker, which was implanted for just over three years, was 90 pulses per minute and the gas gauge was pointing to just above elective replacement time (ert). The device was explanted and successfully replaced.